Event description:
It was reported that during an anterior cruciate ligament surgery when trying to fix the implant the device did not work properly, because the loops did not twist correctly. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-1588rt acl tightrope rt serial/batch number (B)(6) was received for evaluation. Visual inspection revealed that the suture loops were broken off, with only pieces of the suture attached to the button. A bunch was noted close to the button, indicating extreme pulling of the suture loops. The inspection of the button found no sharp edges, and no damage was noted on the blue suture. Functional testing was performed due to the damage to the device. The most likely cause of the reported failure is user error, specifically excessive force shortening suture strands. Directions for use (dfu) tightrope devices section g. Precautions. 1. Acl/pcl/btb/rt/abs tightrope only: excessive force on the shortening suture strandsand/or tensioning the shortening suture strands not in-line with the bone socket may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket and the graft stability is verified by pulling distally on the graft.